Event description:
Information was received indicating that this ambulatory infusion pump exhibited intermittent alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did not show any information. Service reinstalling the software to resolved the issue. Use testing was performed. The problem source is unknown.